Event description:
It was reported that the patient's drg system was explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Date of event and date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.